Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was broken during a case. Update aug 18, 2017: it was reported that fb inserter shattered while impacting tibial tray.

Manufacturer narrative:
The investigation could not confirm the complaint as no product was returned. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.